Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotablator plus catheter. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the fiber optic cable and air line is cut. The distal ends of the separations were not returned. Microscopic examination revealed that the coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that guidewire tip detached and remained in the patient. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus along with a 330cm rotawire was selected for use. During the procedure, the intravascular ultrasound catheter (ivus) catheter did not cross the lesion during insertion due to proximal severe calcification so a rotablator was used. The rotawire crossed the chronic total occlusion (cto) lesion, however the rotaburr did not move in the guiding catheter. The device was pulled out and attempted for several times. Subsequently, it was noted that the wire tip detached off and the fragment moved to the distal lesion. The fragment was not removed as the distal left anterior descending artery was very small, under 3cm. No complications reported and the patient was good post procedure.

Event description:
It was reported that guidewire tip detached and remained in the patient. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus along with a 330cm rotawire was selected for use. During the procedure, the intravascular ultrasound catheter (ivus) catheter did not cross the lesion during insertion due to proximal severe calcification so a rotablator was used. The rotawire crossed the chronic total occlusion (cto) lesion, however the rotaburr did not move in the guiding catheter. The device was pulled out and attempted for several times. Subsequently, it was noted that the wire tip detached off and the fragment moved to the distal lesion. The fragment was not removed as the distal left anterior descending artery was very small, under 3cm. No complications reported and the patient was good post procedure.